Manufacturer narrative:
Information contained in this report was previously submitted through (asr/psr/410psr) on (08/04/2016 asr/psr/410psr submitted). A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the identified photos: yellow biological tissue and apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported left side deflation. Device has been explanted.